Manufacturer narrative:
Test strip lot #: unk. Control solution lot #: none. Per the instructions for use, under the storage and handling section on the package insert for the nova max test strips. - test strips should be stored in the original vial. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on multiple high readings on their blood glucose meter. The consumer continued to alternate food and insulin administration to offset her blood glucose readings which required medical intervention. When the emts arrived they performed a blood glucose test on their unk brand of meter getting a result of 53 mg/dl. The consumer was transported to the hosp due to an irregular heart beat and not because of his blood glucose reading. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter will be returned for eval.